Event description:
A zoll pt svc rep (psr) contacted zoll customer support while visiting a (B)(6) male pt to report that the pt was receiving check therapy electrode alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode alarms) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open black pulse wire in the trunk cable. The root cause of open wire could not be positively identified but was likely excessive force on the trunk cable. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.